Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had bleeding at the access site after sensor implant on (B)(6) 2018. It was treated by applying mechanical pressure. Patient was kept overnight to ensure adequate hemostasis was obtained prior to discharge. Event was resolved without sequelae. The patient is clinical study patient. The issue is determined to be related to the procedure but not the device.